Event description:
The info received indicated that the stent did not impact. The physician reported that during a percutaneous coronary intervention (pci), the cypher stent failed to cross the lesion. The device was removed without difficulties from the pt and another device was used to finish the procedure successfully. The product was prepped following IFU instructions and no issues were noted. The physician stated that what he meant by "stent did not impact" was actually that the stent did not cross the lesion. There was no pt injury reported. Characteristics of the vessel were not available. The physician never noticed a crack in the hub. The hub crack found in fal is therefore a secondary failure.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. The physician reported that during a pci, the cypher stent failed to cross the lesion. The device was removed without difficulties from the pt and another device was used to finish the procedure successfully. The product was prepped following IFU instructions and no issues were noted. The physician stated that what he meant by "stent did not impact" was actually that the stent did not cross the lesion. There was no pt injury reported. Characteristics of the vessel were not available. The physician never noticed a crack in the hub. The hub crack found during fal is therefore a secondary failure. One non-sterile cypher select 2.50 x 18mm was received coiled inside of plastic bag. The catheter was received with the stent mounted in its original position with no damages. The hub was evaluated and inspected visually and a vertical crack was observed from the thread through the molding injection point. No other damages were found. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The failure reported by the customer was confirmed and determined to be related to the mfg process of the product. An investigation was conducted and actions have been initiated to address hub crack failures in the cypher family. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the pt's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it.